Event description:
It was reported that the unspecified bd infusion set was reading occluded, broke and was dripping from the IV pump to the floor. The following information was provided by the initial reporter: rn entered room upon hearing IV pump beeping. IV pump reading "occluded patient side". Rn heard loud pop and then sound of fluid hitting floor. Noted that IV pump was dripping. Soft part of IV tubing that is contained in IV pump broke and ganciclovir was dripping from IV pump to the floor.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. Investigation summary: one sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline and an infusion run was performed at 125 ml/hr for 1 hr. No occlusion or leakage caused by separation was observed. The customer complaint that there was an occlusion and there was leakage caused by separation was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots: a device history record review for model 2420-0007 lot number 20056509 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 20056534 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 20056535 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 20056536 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 20056654 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set was reading occluded, broke and was dripping from the IV pump to the floor. The following information was provided by the initial reporter: rn entered room upon hearing IV pump beeping. IV pump reading "occluded patient side". Rn heard loud pop and then sound of fluid hitting floor. Noted that IV pump was dripping. Soft part of IV tubing that is contained in IV pump broke and ganciclovir was dripping from IV pump to the floor.